Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device led to the event, we are filing this report for notification purposes.

Event description:
Type of procedure: oblique lumbar interbody fusion (olif) and xlif(extreme lateral interbody fusion) it was reported in the abstract that total of 23 patients with adult spinal deformities had undergone spinal surgery in this hospital since 2014. Out of 23, 13 underwent xlif (x group) and 10 underwent olif (o group). Postoperatively, endplate injury was observed in two patients in x group and three in o group.